Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited nose signals due to patient morphology. The patient experienced a syncope. The device remains in service. No additional adverse patient effects were reported. Additional information was obtained; the device was explanted and replaced. Additional information was provided to boston scientific, the implantable cardioverter defibrillator (ICD) was explanted due to therapy upgrade and replaced with a competitor's device.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited nose signals due to patient morphology. The patient experienced a syncope. The device remains in service. No additional adverse patient effects were reported. Additional information was obtained, the device was explanted and replaced.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited nose signals due to patient morphology. The patient experienced a syncope. The device remains in service. No additional adverse patient effects were reported. Additional information was obtained, the device was explanted and replaced.

Manufacturer narrative:
Corrected fields/added fields: b2. Outcomes attrib to adv event.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was inspected and analyzed. Visual examination identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited nose signals due to patient morphology. The patient experienced a syncope. The device remains in service. No additional adverse patient effects were reported. Additional information was obtained; the device was explanted and replaced. Additional information was provided to boston scientific, the implantable cardioverter defibrillator (ICD) was explanted due to therapy upgrade and replaced with a competitor's device.